Event description:
Physician deployed 4 resolute integrity drug-eluting stent to a cto lesion in the rca with 100% stenosis. Approximately 10 days later patient suffered stent thrombosis which was treated with poba and suction.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).